Manufacturer narrative:
Correction: updated with missed detail e1 updated with facility information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the hospital sent the camera in a disassembled state, which is how it was received for analysis.

Manufacturer narrative:
The location where the reported event was not provided. The camera was returned to the manufacturer for analysis. However, the camera was returned after having been completely disassembled. As a result it was not possible to perform a functional testing and cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera does not work. There was no patient present when this issue was observed.